Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aaa morphology was not reported. Vessel morphology was reported as the aortic neck was short in length (less then 10 mm), with a reverse funnel shape. It was reported that the bifurcated stent graft was implanted; however, there was a proximal type I endoleak due to the patient anatomy. The physician elected to implant an aortic cuff. The physician started the deployment/flowering of the proximal aortic cuff, slightly above bifurcated stent graft, and attempted to pull it down to the anticipated deployment site; the aortic cuff fabric got stuck on a bifurcated barb. After several attempts to separate the device to no avail, the physician decided to just pull the cuff down to the target leaving the bifurcated supra renal crown partially inverted. The post angiogram demonstrate a small type I endoleak, after several modeling with a balloon attempts, the physician decided to close and monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, results: (B)(4) inherent risk of procedure (endoleak), (B)(4) unapproved use of device (short and reverse funnel-shaped neck). Evaluation, conclusion: (B)(4) user error contributed to event (short and reverse funnel-shaped neck).